Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 13, 2022.

Manufacturer narrative:
There has now been a skin revision under a general anaesthetic. This report is submitted on dec 14, 2021.

Event description:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with IV and oral antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2021 and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on november 30, 2021.